Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A new sgc (B)(4) was used and the same cds was advanced. As the cds was about to exit the sgc, air was noted in the hemostasis valve. It was noted that the hemostasis valve housing was filling with blood due to the patient's left atrium pressures and that air was noted coming from the clip introducer/connection sleeve shaft and into the sgc hemostasis valve. The cds was removed. The same second scg (B)(4) was used and two mitraclips were successfully implanted, reducing the mitral regurgitation from grade 4 to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter and clip delivery system referenced being filed under separate medwatch report numbers.

Event description:
This event is filed for air leak noted in the second steerable guide catheter (B)(4), requiring aspiration to prevent potential air embolism. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (B)(4) and clip delivery system (B)(4), were prepared for use per instructions for use and no issues were noted. The transseptal puncture was performed per routine procedure. The sgc was advanced to position in the left atrium. The guide wire and dilator were removed. No air was noted in the hemostasis valve housing. The hemostasis valve was flushed with heparinized saline as the clip introducer was advanced. When the cds was about to exit the tip of the sgc, air was noted in the hemostasis valve housing of the sgc. Air aspiration was performed in an attempt to remove the air, but it was not possible. The cds was retracted under suction and the air was successfully removed. The cds was inserted again and air was noted again in the hemostasis valve housing as the clip exited the tip of the sgc. The cds was retracted under suction.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation determined that the steerable guide catheter (sgc) leak appears to have been a result of an issue identified with the returned clip delivery system (cds), as a new cds was used with the sgc with no issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for air leak noted in the steerable guide catheter, which has the potential to cause a serious injury.